Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: hrx. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that reamer irrigator aspirator (ria) was used to fill the bone for bone graft harvesting from the patient's femur. During the harvest, the 520 tube assembly got stuck with bone tip, that was eventually replaced by a 360mm tube assembly. The surgeon once removed the reamer head from the patient bone, but one of the four fins at the reamer head came off during removal. However it was used for continued harvesting and operation finished without delay. On the following day, the surgeon confirmed that another one of the four fins was left in the patient's femur because of deterioration. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).